Manufacturer narrative:
During the investigation of this complaint, it was observed that the returned sample displayed the stylet/stylet puller defect, which is a reportable event, per our procedures. Results: one used unit was received fore valuation. Our quality engineer visually inspected the returned unit and observed that the device had been activated and that the stylet had become separated from the stylet puller. The stylet was not bent as previously reported and since the part was activated, incorrect lie distance could not be confirmed. A review of the device history records revealed no irregularities during the manufacture of reported lot number 1005283. Conclusions: a root cause for this incident could not be determined as we could not identify what caused the damage to occur. (B)(4).

Event description:
The nurse found the needle was in the catheter. After she retracted the stylet, she found the needle was bent.